Manufacturer narrative:
Update to h6: device code (correction), type of investigation, investigation findings and investigation conclusions and h10 to reflect engineering evaluation. The valves were not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging as provided in the article; however, it was unclear whether it was related to the reported events. It should be noted that a sapien 3 thv was deployed for pure aortic insufficiency. The edwards sapien 3 valve, edwards commander delivery system and accessories are indicated for use only in patients with severe, symptomatic, calcific aortic valve stenosis. Therefore, this was off-label operation. The IFU in this section was reviewed only for information potentially relevant to the device use. The complaint for valve exhibits regurgitation unknown valve deployment and position was unable to be confirmed due to unavailability of relevant imagery nor medical record. As the device serial number was not provided, a DHR and lot history review were unable to be performed. However, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The device was used in off-label implantation in the aortic position to treat pure aortic insufficiency. As there are no specific IFU or training materials related to pure ar procedures, the available training materials were reviewed only for information potentially relevant to the device use. As reported, 'four patients showed trans-stent leak after implantation of a 29 mm sapien 3 and had immediate valve-in-valve deployment of a second 29 mm sapien 3 valve in a higher position'. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment are required.

Event description:
As reported through a european journal article, "interventional procedures for left ventricular assist device-associated complications", between (B)(6) 2016, and (B)(6) 2020, data was evaluated for 871 patients who were on lvad support. This complaint is for four (4) patients who showed trans-stent leak after implantation of a 29 mm sapien 3 valve and had immediate valve-in-valve deployment of a second 29 mm sapien 3 valve in a higher position.

Manufacturer narrative:
The investigation is ongoing. Bibliography: lanmueller, pia, et al. "Interventional procedures for left ventricular assist device-associated complications." Asaio journal 68.11 (2022): 1332-1338. H3 other text : the valve remains implanted in the patient.